Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the pacemaker was in back up vvi mode. After a successful firmware download the device resumed normal function. The patient was stable throughout the event and will continue to be monitored remotely.